Event description:
--

Event description:
Boston scientific crm received information that this right ventricular defibrillation lead presented with and increase in pacing impedance measurements from implant. The impedances increased from 850 ohms to 1300 ohms. All other lead measurements had remained stable. Boston scientific technical services (ts) was contacted for technical advice. A ts representative discussed that this could be due to a calcification on the lead tip and suggested evaluating the lead with a pacing system analyzer (psa). Testing was performed and the impedances from tip to tissue were at 400 ohms with a threshold at 0.5 volts. At this time, this lead remained implanted and in service. At a later date, it was reported that the pacing impedance measurements had increased to above 2000 ohms, the thresholds were 7.5 volts and there was no ventricular capture. No adverse patient effects were reported.

Manufacturer narrative:
A revision has been scheduled at a later date. It is unknown if the lead will be explanted and returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
A revision was performed and this lead was capped and successfully replaced. No additional information is available. If any additional information does become available, an amended report will be submitted.